Event description:
It was reported by the customer that a bd pyxis medstation es system drawer failed, produced burnt smell, and shut down unexpectedly. During device inspection, a field service engineer found evidence of thermal damage on a drawer's retractor band. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 12-oct-2022 to 11-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the thermal damage that occurred on the excessive heat, electrical discharge retractor band. A field service engineer replaced the inseparable magnet, solenoid, retractor band, modular and drawer controller boards to resolve. The system functioned as intended after the field service engineer troubleshot the device.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the thermal damage that occurred on the drawer's retractor band. A field service engineer replaced the inseparable magnet, solenoid, retractor band, modular and drawer controller boards to resolve. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system drawer failed, produced burnt smell, and shut down unexpectedly. During device inspection, a field service engineer found evidence of thermal damage on a drawer's retractor band. There were no adverse events or injuries reported based on this incident.